Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site, along with swelling at the neck and tongue. Physician prescribed steroids.